Manufacturer narrative:
The customer was contacted for the return of the device. The customer has responded and indicated the device will not be returning since they believe this was not a device malfunction. It was indicated no ECG was connected at the time of the report which is necessary for ondemand pacing. The device will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.